Manufacturer narrative:
The field service engineer (fse) was at the customer site on 02/25/2016. The fse replaced the syringe pump and the color gravity module (cgm) to resolve the issue. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported ca control failed false negative for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.